Manufacturer narrative:
Date rec'd from MFR: 13sep2019. A power switch overlay assembly as returned for analysis. An investigation was performed and the open power on green light emitting diode (led) caused the failure with this power switch overlay.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. The customer confirmed the reported issue. The customer confirmed the led lamp flickered so power switch overlay was replaced. Unit was checked overall and run in tests then no abnormality was confirmed.

Event description:
The customer reported faulty light emitting diode (led) indicator. There was no patient or user harm reported.